Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatch to investigate. The stm evaluated the iabp and was unable to reproduce the reported issue. However the stm was able to verify the alarms in the iabp's log. A full calibration was performed and all functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that while on use in patient the cs300 intra-aortic balloon pump experienced a rapid gas loss. No patient harm or adverse event was reported.

Event description:
It was reported that while in use on a patient, the cs300 intra-aortic balloon pump experienced a rapid gas loss. No patient harm or adverse event was reported.